Event description:
It was reported a patient presented to the emergency room with fever and syncope after passing out and hitting his head and wrist. Physician did not think syncope was cause by the device. Myopotential oversensing resulting in non-sustained lead noise was observed. Programming changes were recommended. The patient did not experience any further adverse events.